Event description:
During an endoscopic procedure to mark a lesion in the cecum area of the colon, the physician used a cook endoscopy disposable varices injector needle. After the endoscope and needle were advanced into position, the nurse reportedly experienced difficulty extending the needle from the outer catheter. At this time, the needle did not exit the end of the outer catheter, but exited the side of the outer catheter tubing near the distal end. The colonoscopy and needle were removed from the patient simultaneously. The information provided indicated the marking procedure was terminated and not performed at the physician's discretion because the lesion was located at the cecum in the colon. This was determined to be at an area to be easily located by the surgeon. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The information in this report was provided to us by our distributor cook (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: our evaluation of the product said to be involved confirmed the report of outer catheter penetration by the needle. Specifically, the needle has penetrated the outer catheter 1cm from the distal end. The injector had been cut and only 4cm of the distal end of the device were returned for evaluation. The condition of the returned injector prohibited a functional test. A discrepancy or anomaly that could have contributed to the reported needle extension difficulty and needle penetration was not observed during our laboratory analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this activity, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the information provided indicated the endoscope was in a flexed position and the user experienced resistance in needle extension. A severely curved endoscope position could have contributed to the reported resistance in needle extension. If additional pressure was applied to the handle of the injector, perhaps in response to the reported needle extension difficulty, this could have contributed to needle penetration of the outer catheter. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Prior to distribution, all disposable varices injectors are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.